Manufacturer narrative:
Analysis revealed that the ins was at end of service (eos) and did not meet expected longevity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s battery had depleted sooner than expected. They had their replacement on (B)(6) 2019 and all impedances were normal. The product is in current possession of the hospital but will be returned for analysis. It was again reiterated that the battery didn¿t last as long as the previous ins. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the early/premature depletion was unknown. The device was returned after replacement. No further complications were anticipated.